Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Evaluation of the device was performed and it was found that this device recorded a code 1005 indicative an open circuit condition detected during shock delivery. Replacement of the system was recommended. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: h6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Evaluation of the device was performed and it was found that this device recorded a code 1005 indicative an open circuit condition detected during shock delivery. Replacement of the system was recommended. This device remains in service. No further adverse patient effects were reported.